Event description:
On (B)(6) 2025 the caregiver reported that overnight the user¿s insulin ran out and the morning blood glucose (bg) was 309 mg/dl. The caregiver completed a full supply change with guidance, and the user planned to announce breakfast and allow insulin pump therapy to bring bg back into range. No symptoms or medical care were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - failure to refill insulin.